Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-9815 apollorf mp50 wands metal end burned off. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features. The complaint allegation is confirmed based on the customer-provided pictures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/28/2024, it was reported by a sales representative via (B)(4) that an ar-9815 apollorf mp50 wands metal end burned off. This occurred during a knee scope on (B)(6) 2024 when the metal end of the apollorf mp50 wand burned off while ablating tissue inside the joint. All fragments were retrieved using a grasper. There was a short delay in replacing the wand. The case was completed using another device.